Event description:
On january 27, 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for pericardial closure to fabricate and replace a tricuspid valve. It was reported that the pt experienced thrombocytopenia and valve dehiscence. The use of the cormatrix ecm for pericardial closure to fabricate a tricuspid valve is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure, which is indicated for the reconstruction and repair of the pericardium. Details of the event are provided below. A surgeon reported that a (B)(6) male pt developed severe thrombocytopenia following a tricuspid valve replacement using cormatrix ecm material. The surgery was performed on (B)(6) 2013. Pre-operatively, the pt had severe right ventricular dysfunction, mild to moderate right ventricular dilation, mild mitral valve regurgitation, and perforation of the posterior leaflet of the tricuspid valve thought to be due to sepsis (not active at the time of the surgery). The surgeon fabricated a 3.8 cm x 4.6 cm tricuspid valve from ecm material. The valve was attached using a running seam with 4.0 prolene sutures and attached to the papillary tips. The pt was treated with heparin during cardiopulmonary bypass (cpb). The surgeon indicated that the pt was not on cpb for an extended length of time. No post-operative anticoagulation was given. The pt had normal platelet counts pre-operatively but remained at 30 - 40k platelets post-operatively despite treatment. All drug with the potential of causing thrombocytopenia were stopped with no increase in platelet counts. The pt did not have a documented coagulative disorder. Post-operative, recurrent symptoms of tricuspid regurgitation were observed. The pt was evaluated for redo tricuspid surgery to address a valve dehiscence issue. The pt was not cleared for surgery due to the low platelet count. Extensive hematology work was performed. The pt was weakly positive for heparin induced thrombocytopenia (hit). A CT scan of the chest, abdomen, and pelvis was found to be negative. Tests did not indicate hemolysis of the blood. Bone marrow showed normal activity. The pt was treated with platelet infusions and steroids with no significant benefit.

Manufacturer narrative:
This event is one of four similar events reported from this medical institution (see also MDR report # 3005619880-2014-00009, 00010, and 00011). There have been no other reports of thrombocytopenia for similar cormatrix ecm products or from other institutions. Thrombocytopenia can be a result of some type of viral infections, severe infections (sepsis), medications, or trauma. The surgeon indicted that although sepsis was originally thought to be the cause of the thrombocytopenia in the pts with active endocarditis, hematology results indicated no disseminated intravascular coagulation (dic). This pt did not have active endocarditis at the time of the surgery. The exact cause of the thrombocytopenia and valve dehiscence is currently unk. Cormatrix has requested access to case records to obtain additional info regarding the procedures performed, medications used, and pt conditions. Although the exact lot number is unk, cormatrix has completed a lot history and process review with our ecm supplier for all lots shipped to this institution before or around the time of the surgery. There were no deviations or non-conformances during the manufacturing or testing of these lots.